Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr initial findings found pr4 regulator leaking and replaced the regulator however, on further evaluation pr7 regulator is also leaking. The fsr will replace the entire pneumatic compartment assembly and is currently pending the hardware arrival. After the repairs are complete, the suspect components will be returned to carefusion and after an evaluation has been completed, a follow-up report will be submitted.

Event description:
The customer reported that the unit stopped and would not start while the device was on a patient. The patient was removed from the unit and placed on another oscillator. There was no harm done to the patient. The customer reported the incident occurred (B)(6) 2016, however the device was not released by the facility for manufacture evaluation until 07jun2017 so the customer chose not to report the incident until that point.